Event description:
The product was used during a spleenectomy procedure. Reportedly, the instrument was difficult to open. The hospital has reported no pt injury occurred. The surgeon manually manipulated the device free.